Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 7. E1: (B)(6). Patient country: austria. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA/FDA) action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.based on the review completed on 25-feb-2026 and investigation completed on 23-mar-2026 this (medical device report )MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for click and static pull. All test results were within specifications. The batch record 5394066 was verified and found it within specifications. This investigation has been updated because the malfunction code changed from tubing detached from tubing-tubing connector to leak between tubing and site connector - detachment / significant wetness. Which requires additional activities not included in the original investigation dated 21- nov- 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system eqms search: a query was run in the eqms on 23/mar/2026 against "lot number" "5394066" and similar malfunction codes:leakage from connection between the tubing connector and the infusion set (cannula part/base piece) tubing detached from tubing-tubing connector tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness. The review confirmed that lot 5394066 and the identified failure mode are not associated with any non conformance report ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 23/mar/2026 against "lot number" criteria equal "5394066" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness. The number of complaints is 1. The complaint number is: complaint (B)(4). Device history record DHR review: the lot 5394066 was manufactured according to work instruction wi version 71 and manufactured in the multivac09 and multivac12, on 14/jul/2022 with a total of (B)(4) units. Sub-assembly: assembly the lot 5395795 was manufactured according to wi version 23 and manufactured in the quickset machine on 13/jul/2022 with a total of (B)(4) units. The lot 5395796 was manufactured according to wi version 23 and manufactured in the quickset machine on 14/jul/2022 with a total of (B)(4) units. Sub-assembly: tubing. The lot 5395690 was manufactured according to wi version 37 and manufactured in line04, line05, and line08, on 11/jul/2022 with a total of (B)(4) units. The lot 5395691 was manufactured according to wi version 37 and manufactured in the line04, line05, and line08, on 13/jul/2022 with a total of (B)(4) units. Review of the DHR showed that an non-conformance nc 1563420 was found for humidity pressure rise in the lot number 5394066 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient has issue with an seven infusion set tubing detachment at the quick release after one day of use during sleep on (B)(6) 2023. No further information available.